Manufacturer narrative:
One device was returned for evaluation. The service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection found the device to be in good condition with no physical damaged. The complaint error code 41786 was displayed in the device information and in the error history log. The cause of the primary problem was unknown. The mainboard was exchanged to correct the reported problem.

Event description:
It was reported that error code 41786 was observed. There was unknown patient involvement.